Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of the closure for laparoscopic petersen's hernia procedure, the thread of the device broke while they used a continuous suturing technique. They used a new suture to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one suture and one needle. The suture was received with the loop opened. Upon microscopic inspection, evidence of material transfer was observed at the weld site. Unfortunately, as no sealed samples were returned, a laced-through loop test could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.